Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the procedure, the patient was treated with CPR and defibrillation. The noted underlying diagnosed arrhythmia was ventricular tachycardia/ventricular fibrillation. Following the valve implant, the patient underwent an electrophysiology study and an ablation and was noted to be stable.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic pulmonary valve in a patient with severe right atrial and ventricular dilation and tortuous anatomy, prior to full release of the valve, torsades de points type ventricular tachycardia was noted. Subsequently, cardiopulmonary resuscitation (CPR) was initiated. Following resuscitation, the procedure was aborted. An electrophysiology specialist was consulted, medication was administered, and cardiac monitoring was initiated. Per the physician, the patient may have had an underlying undiagnosed arrhythmia that contributed to the intraprocedural conduction disturbance. No additional adverse patient effects were reported. Additional information was received that during the procedure; the patient was treated with CPR and defibrillation. The noted underlying diagnosed arrhythmia was ventricular tachycardia/ventricular fibrillation. Following the valve implant, the patient underwent an electrophysiology study and an ablation and was noted to be stable. Additional information was received to report approximately three months following the aborted procedure, the patient returned to the cardiac catheterization laboratory for a second attempt at transcatheter pulmonary bioprosthetic valve implantation. Venous access was achieved by internal jugular vein and the valve was implanted successfully.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic pulmonary valve in a patient with severe right atrial and ventricular dilation and tortuous anatomy, prior to full release of the valve, torsades de points type ventricular tachycardia was noted. Subsequently, cardiopulmonary resuscitation was initiated. Following resuscitation, the procedure was aborted. An electrophysiology specialist was consulted, medication was administered, and cardiac monitoring was initiated. Per the physician, the patient may have had an underlying undiagnosed arrhythmia that contributed to the intraprocedural conduction disturbance. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: harmony-25 (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.